Event description:
It was reported that the reflection of the camera image inside the abdomen is functioning as a mirror. Therefore, the image orientation is incorrect. The medical procedure was aborted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.